Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00003. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported via medwatch report that the subject videoscope was suspected to be involved in a salmonella infection to a patient. The report also indicated the patient was hospitalized. No further information was obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Since this complaint was generated from a medwatch report, there is a lack of data, therefore evaluation is not possible. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.